Event description:
The following new information was provided by the surgeon on (B)(6) 2021. The 60 year-old patient had a history of narrow iridocorneal angles in both eyes. Preoperatively, the patient's baseline intraocular pressure (iop) in the operative (left) eye was 42 mmhg on 4 iop-lowering topical medications with 20/25 best corrected visual acuity (bcva). On (B)(6) 2020, the hydrus microstent was implanted concurrent with cataract surgery. No intraoperative complications were reported during the cataract portion of the procedure; prior to hydrus implantation, goniosynechialysis was performed to allow for visualization of the trabecular meshwork. At the postoperative visit on (B)(6) 2020, the patient's iop was 10 mmhg with 20/30 bcva; the slit-lamp examination (sle) revealed mild corneal edema and the anterior chamber (ac) was deep with 2+ cells. On (B)(6) 2020, the patient complained of vision loss and ocular pain in the operative eye. Upon examination, the patient's bcva decreased to 20/400 and iop increased to 59 mmhg and 72 mmhg; gonioscopy revealed the hydrus microstent was properly positioned, but there was microhyphema observed inferiorly and diffuse corneal edema. Three topical and one systemic iop-lowering medications were prescribed (in addition to the existing topical steroids, nsaids, antibiotic regimen). As reported in the initial report, on (B)(6) 2020 the hydrus microstent was explanted and the ahmed clearpath was implanted. The following day, bcva improved to 20/50, however the patient presented with hypotony (iop: 2 mmhg) which required secondary surgical intervention to reform the anterior chamber with viscoelastic. The tube shunt was in good position. At the last examination on (B)(6) 2021, a large encapsulated subconjunctival bleb (related to the tube shunt) was observed and iop was 29 mmhg on 4 topical iop-lowering medications with 20/50 bcva (unchanged from prior visit). The surgeon indicated that although the patient was starting to recover, his prognosis is guarded with continued iop fluctuations and excess inflammation.

Manufacturer narrative:
The explanted hydrus microstent is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings. The patient had preexisting conditions (narrow angles) for which the hydrus microstent is not indicated. Goniosynechialysis, which was performed prior to implantation of the microstent, may also be a contributing factor to the reported events. Corneal edema is listed in the device labeling as a potential adverse event. The instructions for use state that the device is contraindicated in eyes with angle-closure glaucoma. Manufacturer reference #: (B)(4).

Manufacturer narrative:
Device identifiers have been requested and the status of the explanted device is unknown at this time. Iop elevation, vision loss, ocular pain, microstent explantation, and glaucoma shunt implantation are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
The hydrus microstent was implanted in a male patient on (B)(6) 2020. The patient had a preoperative intraocular pressure (iop) of 40 mmhg and the surgeon was deciding between a glaucoma shunt and the hydrus and selected the latter. During implantation there was substantial bleeding and visibility precluded the surgeon from being able to visualize the implant position. At the 1-day postoperative visit the patient's iop was 10 mmhg. A few days later the patient returned complaining of vision loss and pain. Upon examination, the patient's iop was 70 mmhg and the surgeon was considering implantation of a glaucoma tube shunt. It was later learned that the microstent was explanted and an ahmed clearpath drainage device was implanted. Additional information has been requested.